Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 26 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. Atthe event the patient experienced: mobility. No further patient complications were reported.